Event description:
A (B)(6) pt underwent nanoknife treatment for colon cancer on (B)(6) 2010. During the procedure, there were generator system issues requiring hard reboots, which prolonged the pt procedure. The generator system would not operate and the case was aborted.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found a service order opened for the generator on the date of event. The cause of the generator issues (case aborted) was a result of the gome board. This part was replaced and the unit functioned acceptably. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).